Event description:
Boston scientific received information that this implantable defibrillation lead exhibited shock impedance measurements of 105 - 110 ohms. A latitude alert was later issued due to shock impedance measurements greater than 125 ohms.

Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this lead remains in service. Should additional information become available this report will be updated.